Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reverse locking mechanism was blocked and the device had a sticky trigger. Therefore, the reported condition that the device was not working in reverse was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the compacta air drive device was sticking, the reverse locking mechanism was blocked, and the device would not reverse, moving parts of the device were not moving smoothly, the locking mechanism was stiff/stuck, and the device would not run. It was further determined that the device failed pretest for check reverse locking mechanism with the saw attachment, check free movement of soft mode switch, check for sticky trigger, check function of the device, and check the power with the test bench. It was noted in the service order that the when the device was activated to run in reverse the device would not run-in reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.